Manufacturer narrative:
The technician replaced the power cord plug to repair the bed.

Event description:
Info received indicates the technician found a high ground reading on the ac power cord plug for the bed.